Event description:
It was reported "the pt was enrolled in a post market clinical study in (B)(6) titled (B)(4). Implantation with idrt was on (B)(6) 2012. Bleeding was noted "under silicone 2 days after implantation of idrt with intensive pain difficult to stop even with medicine. The first dressing 2 days after implantation showed that the skin equivalent has a bad quality with beginning of infection (green color of the skin equivalent, perilesional skin with important inflammation". The pain continued and (there was) local inflammation, which lead to a second surgery on (B)(6) 2012: (the surgeon) took off staple, silicone and washed with physiological solution and dermic betadine. Then implantation of a second idrt was performed. A bacteriological sample was done during the surgery which detected (B)(6). Antibiotic treatment was implemented (dalacine 300 mg and oflocet 200 mg for 6 weeks). The pt was followed during the clinical study and the healing was complete on (B)(6) 2012". Additional information was requested and obtained for clarification "after 2 days as there is an infection the surgeon found the idrt with poor quality (green color and peri-lesional skin with important inflammation). This surgeon usually does sharp debridement or surgical excision of the wound site."

Manufacturer narrative:
The device involved in the reported incident is not available for evaluation. An investigation has been initiated based on the reported information.